Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 405 mg/dl. Customer's current blood glucose was 268 mg/dl. Customer treated high blood glucose with manual injection. Customer stated insulin was leaking at the sites. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.